Manufacturer narrative:
Product available to stryker - updated. Returned to manufacturer - updated. Expiration date: added. Device evaluated by mfg: updated. Summary attached: updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the distal tip of the balloon catheter was blocked. Functional testing was performed, and the balloon inflated without a guidewire inserted as the distal tip was blocked. A demo guidewire was unable to advance to form a seal due to the occlusion. Information available indicated that the device was confirmed to be in good condition after unpacking, no anomalies were noted to the device prior to use, the device was prepared as per the dfu. Based on the information available and analysis of the returned device, an assignable cause of operational context was assigned to this investigation.

Event description:
It was reported that the transform balloon would not deflate during preparation. There were no patient involvement.

Event description:
It was reported that the transform balloon would not deflate during preparation. There were no patient involvement.